Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that bd unknown - insyte autoguard had holes near the base of the catheter that leaked. The following information was provided by the initial reporter: inserted #24g IV into patient's right hand successfully, blood immediately began pouring out of IV despite back flow valve. Writer attempted to withdraw blood from IV, air fill syringe. IV catheter removed due to same. Upon inspection, IV catheter noted to have small holes near base of catheter. Patient required second poke due to same.

Event description:
Site legal name is sandy.

Manufacturer narrative:
Sections d.3. And g.1. As the manufacturing site is has been updated to bd sandy. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.